Event description:
The complainant alleged that during biomed testing of the device, the device displayed "pacer fault 117" and "defib. Fault 72" messages. The complainant indicated that there was no pt involvement in the reported malfunction.